Event description:
A medtronic representative called in to report that the landmarx ent software froze four times. There was no patient present.

Manufacturer narrative:
No patient was present. Investigation of the returned device confirmed that there was a computer graphic card failure. The computer hardware malfunction was directly related to the reported event. The computer was replaced and the issue was resolved.